Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the original surgical procedure? Did the tissue seem thick or wide? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? How was the integrity of the staple line checked? Response: due to original case being in (B)(6) 2018, I was told that they cannot recall any additional information. I was also told that during the time of the original surgery, they did not have any issues with the stapler or the tissue. The dehiscence was observed by the second surgeon this month. Additional information was requested and the following was obtained: how was the dehiscence identified; right away or when the circular stapler was introduced? The dehiscence was noticed right away. Can more information be provided about staple form? Second surgeon said he felt the green load was too big. Is the ileostomy temporary or permanent? Temporary. What is the current status of the patient? Patient is fine.

Event description:
It was reported that during the reversing of the colostomy, the surgeon observed ¿a complete dehiscence of the staple line that transected the rectum.¿ per hospital records this transection occurred on (B)(6) 2018 when the original surgery was done using a green contour stapler. Surgeon had to divert the patient with an ileostomy in order to allow the tissue around the rectal dehiscence.